Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer experienced the symptoms such as vomiting and did not feel okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with fluid and insulin. The insulin pump will not be returned for analysis.